Event description:
The customer reported "patient placed on zoll for monitoring during a rapid response. Unable to get an oxygen sat measurement or pleth. Tried 3 replacement oxygen sensors at different sites without success. Problem appears to be with the masimo oxygen cable." There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: masimo has reached out to the customer to request the return of the device. Through follow up, the customer indicated products are returned through their representative. Further communication was made with the masimo representative, however the representative advised he was not made aware of the issue and had no details regarding a return. As no part or lot number was provided by the customer or listed on the medwatch report, no additional details are able to be provided at this time. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. H3 other text : device not returned